Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a warning about high lead impedance was displayed. Pacing in unipolar mode was working but pacing in bipolar mode was unavailable.a re-intervention was performed on (B)(6) 2018. Leads were tested and showed appropriate results. The pacemaker was replaced.

Event description:
Reportedly, a warning about high lead impedance was displayed. Pacing in unipolar mode was working but pacing in bipolar mode was unavailable. A re-intervention was performed on (B)(6) 2018. Leads were tested and showed appropriate results. The pacemaker was replaced.

Manufacturer narrative:
The implantation date was corrected. Preliminary analysis showed that a ventricular lead issue or a lead-pacemaker connection issue at ventricular level was suspected. The explanted pacemaker should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a warning about high lead impedance was displayed. Pacing in unipolar mode was working but pacing in bipolar mode was unavailable. A re-intervention was performed on (B)(6) 2018. Leads were tested and showed appropriate results. The pacemaker was replaced.